Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. An intermittent force sensor flex was observed when the sensor was removed and evaluated.

Event description:
It was reported that the pump dispensed insulin during the load cartridge phase. The patient reported that he attempted to load the cartridge four times with the same result. He denied any trauma to the pump prior to these events.